Event description:
During an esophageal varices banding procedure the physician used a 6 shooter saeed multi-band ligator. The physician experienced difficulty rotating the handle to achieve band deployment. The handle became difficult to rotate. The information provided indicated the physician took his time adjusting the handle and completed the procedure with this device. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our evaluation of the returned ligator was unable to confirm the report as it was described. The ligator handle, trigger cord and loading catheter were returned for evaluation. The ligator handle was returned in the firing position. During our laboratory analysis, the ligator handle was rotated to simulate band deployment and the handle functioned properly. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our analysis of the returned product. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this information, the likelihood of this type of report is rare. Conclusions: a definitive cause for the reported observation was unable to be determined because the ligator functioned as intended. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our evaluation. However, we can provide the following comments: band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, constricting the trigger cord and preventing proper band deployment. The instructions for use caution the user that use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure. Another possible contributing factor includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. Prior to distribution, all multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective actions: no corrective action warranted at this time because the returned product functioned as intended; the report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.